Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 10.0 mmol/l at the time of the incident. It was reported that act and arrow buttons were unresponsive. It was stated that the insulin pump was neither dropped nor bumped. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no button error alarm. The device was received with intermittent act button response due to corroded button keypad trace. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window.